Event description:
Boston scientific received information that there was noise on the right atrial (ra) and right ventricular (rv) leads for about 3 seconds. The noise would stop for about 3 seconds and anti-tachycardia pacing (atp) was delivered. The noise on the rv channel caused pacing inhibition for greater than 2 seconds. The sales representative faxed the strips over to boston scientific technical services (ts) where they confirmed the pacing inhibition. Ts discussed reasons atp was delivered and trying to recreate the noise with isometrics. No other adverse patient effects were reported. Additional information received from the local sales representative states that there were no syncopal episodes. The physician will bring the patient back at another time for isometric testing. No adverse patient effects reported.

Manufacturer narrative:
At this time the device and leads remain in service. Should additional information become available, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the complete lead was returned for observations. There were set screw marks on the distal and proximal pins of the lead. There were cuts noted through the insulation at 25 centimeters (cm) and 26 cm from the pin. The helix of this lead was fully extended. Dried blood was noted in the helix of the lead. During analysis it was noted that the helix failed to retract most likely due to dried blood in the mechanism. The pressure test failed due to the cuts seen at the insulation. This lead passed all electrical testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently additional information received from the local sales representative states that a revision procedure was performed. The rv lead was removed from service due to noise inhibiting pacing. The competitive lv lead was also removed from service due to stimulation issues. New leads have been placed and the device remains in service. No adverse patient effects reported from this procedure.